Event description:
A revision surgery was performed approximately four months after the initial surgery to address component loosening within a posterior pedicle screw construct. All device components were replaced. Per the initial reporter, the following factors contributed to the loosening: use of a rod of insufficient length and patient non-compliance with post-operative physical restrictions.

Manufacturer narrative:
Review of radiographs from (B)(4) 2013 positively identified the reported component loosening. Evaluation of radiographs taken immediately after the initial surgery confirmed that the rod used was of insufficient length, and this impacted the components' ability to remain secured together. The associated IFU states, "the correct selection of the type and size of implant appropriate to the patient and the positioning of the implant are extremely important." Review of labeling found instruction pertaining to rod measurement to be sufficient.